Event description:
Additional information received from the healthcare professional (hcp) of a (B)(4) reported that impedances were out of range. The date represents the date the site became aware. The outcome was ongoing with no further actions needed. No interventions were taken as a result of the event. The device was interrogated and the impedances were out of range. The etiology was noted as not applicable to the device or therapy and not related to the procedure. The etiology was not due to programming. No signs or symptoms were related to the event.

Event description:
Follow up information reported that there was no adverse event reported in the event. It was also reported that there were a total of 9 impedance reports in the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, lot# 0207531803, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565, product type: lead. (B)(4).

Event description:
It was reported that there had been some out of range impedances on the patient's implantable neurostimulator (ins). Uploads were generated from the clinician programmer unit during a programming session with the patient. The reports (8 total) dated (B)(6) 2014 all showed that the number of electrodes involved was 1 (#13 vs all) with the impedances taken at 0.7 volts. If additional information is received, a follow-up report will be sent.